Manufacturer narrative:
Reported event: an event regarding pain involving an adm liner was reported. The event was confirmed for pain based on medical review but no device specific failure modes were confirmed. Method & results: device evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. Clinical review: a review of the provided medical records by a clinical consultant stated the following comment: given the supportive documentation I can confirm the reported event, that being a revision of the total hip. I am not sure that an ¿event¿ occurred, except for the surgeon¿s decision to revise the hip. Copies of the operation report and surgeon¿s office records would be of value. As to the root cause of the event it is impossible for me to determine the exact etiology since I have no information as to why the implant was revised except that it was revised for ¿hip pain¿ that is non-specific. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an event regarding pain involving an adm liner was reported. The event was confirmed for pain based on medical review but no device specific failure modes were confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as medical documentation, patient history are needed. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported by rep: "patient revised for left hip pain. Mdm liner and insert and femoral head revised. 40mm insert and universal biolox head replaced mdm construct." Spoke to rep, who provided an x-ray, primary and revision usage, and explant pictures. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 626-00-42e; modular dual mobility insert; lot# 77807502; cat# 6570-0-128; delta v-40 ceramic head 28/0; lot# 78988201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
As reported by rep: "patient revised for left hip pain. Mdm liner and insert and femoral head revised. 40mm insert and universal biolox head replaced mdm construct." Spoke to rep, who provided an x-ray, primary and revision usage, and explant pictures. No further information will be released by the hospital or surgeon.